Event description:
The manufacturer received information regarding a dreamstation auto. The device was returned to a third-party service center for evaluation. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient. The third-party service center visually inspected the device. During evaluation, the power connector of the unit is corroded and damaged. The unit can't be powered on. In addition, corrosion on metallic surface and dust/dirt were also observed on the device. This incident has been deemed reportable due to the corrosion found on the power connector. The device was scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.